Event description:
The customer reported that they observed a wash buffer leak from the wash buffer reservoir of the fluidics tray on access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment, and there was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the wash buffer reservoir. Upon the completion of the necessary and verified repairs the instrument was returned back into operation. No further leaks were observed.